Event description:
It was reported that versacross connect access solution for faradrive was selected for atrial flutter (af) ablation. Prior to the procedure, it was mentioned that when faradrive sheath and faradrive connect were removed from their sterile packages and when faradrive connect was inserted into the faradrive sheath, the most proximal portion of the device broke from the system. Thus, the system was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The report is being submitted to correct the initial MDR in block(s) device codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for atrial flutter (af) ablation. Prior to the procedure, it was mentioned that when faradrive sheath and faradrive connect were removed from their sterile packages and when faradrive connect was inserted into the faradrive sheath, the most proximal portion of the device broke from the system. Thus, the system was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.